Event description:
It was reported that during use on a patient discovered by customer, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error occur. The unit was rebooted to continue therapy. There was no patient harm.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, component, health effect - impact, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed not able to reproduce the reported issue. Fse confirmed the internal communication error# 115 from the fault log. The executive processor board (d0670-00-0770) and coil cord cable was replaced as a precautionary measure and the connection part was cleaned. The device was returned to the customer and has been approved for clinical use.

Event description:
It was reported that during use on a patient discovered by customer, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error occur. The unit was rebooted to continue therapy.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.